Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2018. According to the complainant, the distal tip of the catheter came off after pulling the device out of the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of the event.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2018. According to the complainant, the distal tip of the catheter came off after pulling the device out of the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the distal tip, including the balloon, was detached and the shaft was torn up to the c-channel. Functional analysis could not be performed due to the condition of the device. Based on the investigation performed, it is possible that the customer used excessive force when removing the guidewire, as displayed by the shaft being torn from the c-channel until the proximal balloon bond and there being no evidence that the device was cut. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.